Event description:
Customer was first a time cup user and panicked when she was unable to quickly and easily remove her cup. She reached out to saalt via email for advice on removal. Saalt sent many resources advising her the best ways to remove her cup. She was still unable to get the cup out on her own. The customer ultimately sought medical intervention from her obgyn, and her physician was able to remove the cup using scissors and forceps. The cup was discarded at the clinic. The customer was given a refund of the purchase of her cup.